Event description:
It was reported that the customer received an altitude alarm that could not be cleared. The customer's blood glucose level was not impacted as the customer temporarily switched to backup insulin therapy no manage diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.